Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported communication error could not be reproduced, and a root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up for and unspecified procedure, prior to the patient being present in the room, the flex deflectable videoscope presented a scope communication error. There was no patient involvement and no report of harm as a result of the event.